Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator (ICD) revealed over-sensing, possibly due to noise or t waves. The patient was stable. Further information was requested by not received.